Manufacturer narrative:
Actual device evaluated using simulated use testing. Confirmed reported issue of shaft frosting. Further evaluation determined a vacuum sleeve failure caused the shaft to frost.

Event description:
Used two 1.7mm probes. After pretesting both probes, they were placed accordingly. When first freeze cycle was started, after 90 seconds, the doctor noticed frosting was growing up the shaft of both probes. Removed one probe and used a 2400ra probe to primarily freeze the rest. Complaint 1 of 2.